Event description:
The following was reported by the pt: (B)(6) 2003 - the pt underwent mesh implant with a kugel patch. (B)(6) 2012 - the pt reported she underwent mesh explant. The pt reported at the time of the explant, the mesh was noted to be folded in half, with a "broken plastic ring" and it was "pushing into major blood vessels and her bladder". The pt reports massive chronic pain since it was put in.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. The pt reported the mesh was explanted on (B)(6) 2012. Currently, medical records have not been provided and the pt has indicated that she is retaining the sample. The pt alleges the ring was broken upon the explant however without medical records or return of the sample, no connection can be made between the allegation and any problem with the device in question. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. If additional info is provided a supplemental report will be submitted however with the currently available info, no conclusion can be drawn.